Event description:
The customer received questionable complement c3c results for three patient samples. One patient sample gave discrepant results. The initial complement c3c result was 319 mg/dl. The sample repeated on the same cobas integra 800 analyzer ((B)(4)) gave 149 mg/dl. The initial result was reported, the customer had not yet issued a corrective report but had engaged in conversations with the doctors involved. No adverse event has been alleged regarding the discrepancy. The complement c3c reagent lots involved in the issue were 62231601 and 62637601. The field service representative was unable to reproduce the issue. He performed checks which were within specification. The customer calibrated and ran quality controls, all controls were acceptable. The field application specialist did not find the cause of the discrepancy. The customer implemented extra wash cycles and will continue to monitor.

Event description:
During a surgical case and prior to the device and components being implanted, the pt went into respiratory arrest with a "code blue" being called. Once the pt was resuscitated, the implantation of the device was performed and completed. Follow-up info indicated that on the following day she was alert and oriented, and the therapeutic stimulation was initiated. It was reported that she was getting great coverage and was expected to be discharged the following day.

Manufacturer narrative:
Based upon information provided for investigation, sample carry over is an unlikely cause for this event. The issue might be attributable to the probe wash unit. The issue has been resolved at the laboratory with installation of a special was step. No specific root cause was identified. The customer does not want to work on the issue any further. The patient's clinical data was not provided. It is unknown why determination of c3c was performed. No adverse events were reported.

Manufacturer narrative:
The field service representative performed additional checks on the analyzer which were acceptable. He also examined the sample probe wash stations for contamination, the stations were clean and without contamination. The customer loaded a special wash for this issue and has not experienced further discrepant c3 assay discrepancies. The customer performed a successful c3 assay precision study, calibrated and ran controls which were acceptable.

Event description:
It was reported that during a laparoscopic gastric bypass, the device was pulled and the blue ancillary trocar had a crack at the tip and they could not insert the suture through the end. Another device was pulled for the case and worked fine. Bleeding occurred after a different device was fired, but no transfusion was given. An endocutter was pulled and fired eight times to complete the case. There was no patient consequence.